Event description:
It was reported that prior to starting a da vinci oophorectomy procedure, a wire on the pk dissecting forceps instrument was in a loop near the tip. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The conductor wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the following additional damages to the instrument: the yaw pulley was broken and missing a .210 x .050 piece near the conductor wire break, allowing the grip to move within the pulley and have a larger range of motion in yaw. It was concluded that the broken yaw pulley damage was likely due to mishandling/misuse. There were indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken yaw pulley, frayed cable, and/or tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.